Event description:
A consumer reported that following intraocular lens (iol) implant surgery, her vision has been blurred since then. She reported her surgeon told her there is some uncorrected residual astigmatism. She reported being unhappy with the outcome and felt she was not educated properly as to the possible unexpected outcome associated with the lens. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 12/12/2011 and 12/21/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).